Manufacturer narrative:
Batch reviews performed on 12 june 2017. (B)(4). Additional information received on 14 june 2017 and includes: the pathogen was confirmed as (B)(6) staphylococcus.

Event description:
The patient came in due to signs of infection. The surgeon removed all medacta components. The surgeon implanted an antibiotic spacer. The surgery was completed successfully. X-rays and explants are not available.